Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead had dislodged. Far p oversensing, loss of capture, and decreased sensing were all observed on the rv lead. Lead was capped and replaced. Patient is stable post-procedure.